Event description:
It was reported that there was a disconnection between the tubing and twist clamp of a minicap transfer set; further described as ¿the hose of the extender has dislocated from the integrated clamp system¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and the silicone tubing was observed separated from the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the silicone tubing and the female connector is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the two components to separate. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed and the silicone tubing was observe separated from the main body. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the silicone tubing and the female connector port internal portion of the main body is friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the two components to separate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.